Event description:
Product was opened to use and it did not mix appropriately. Unable to use on patient. Had to open another one to use. This product was never used on patient and did not have any interaction with the patient.product did not mix properly and did not thicken.====================== health professional's impression======================does not know.